Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that scope communication error was displayed due to defective connection of the light source cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the olympus lamp life meter was reading over 500+hours (lamp life is expired) and the main lamp was burnt. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a b30 scope communication error prior to the start if a diagnostic procedure. The patient was not under sedation. The procedure was completed with a similar device, without delay. There were no reports of patient harm.